Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02150. Medical product: unknown nexgen articular surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to instability. The doctor felt the patients knee demonstrated a little bit of laxity and decided to go a little thicker on the poly to tighten up the knee and give the appropriate stability according to his assessment. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Upon further investigation, it was determined that this item was reported in error. Only the articular surface was revised and there is no evidence of the femoral component malfunctioning. The initial report was submitted in error and should be voided.

Event description:
Upon further investigation, it was determined that this item was reported in error. Only the articular surface was revised and there is no evidence of the femoral component malfunctioning. The initial report was submitted in error and should be voided.